Event description:
No harm to patient. Pt has istat complete on blood. K [potassium] at that time was 6.6. Physician staff decided that due to pt's being unstable and indicators of previous code blue to treat k of 6.6. Dextrose, insulin, and calcium gluconate given. Pt's blood work resulted 1 hour after at 2.8. Md made aware. Pt receiving IV potassium and IV istat incredibly inaccurate.

Event description:
No harm to patient. Pt has istat complete on blood. K [potassium] at that time was 6.6. Physician staff decided that due to pt's being unstable and indicators of previous code blue to treat k of 6.6. Dextrose, insulin, and calcium gluconate given. Pt's blood work resulted 1 hour after at 2.8. Md made aware. Pt receiving IV potassium and IV istat incredibly inaccurate.

Event description:
No harm to patient. Pt has istat complete on blood. K [potassium] at that time was 6.6. Physician staff decided that due to pt's being unstable and indicators of previous code blue to treat k of 6.6. Dextrose, insulin, and calcium gluconate given. Pt's blood work resulted 1 hour after at 2.8. Md made aware. Pt receiving IV potassium and IV istat incredibly inaccurate